Manufacturer narrative:
Abbott field service (fsr) determined r1 probe to be bent and replaced alnty c-series reagent (ln 04s49-01), which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number (B)(6) , after the probe was replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series reagent (ln 04s49-01). A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6) , or the alnty c-series reagent (ln 04s49-01).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 initial=3.459 mmol/l /repeated=0.883 mmol/l there was no reported impact to patient management.